Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the port clutch on universal surgical manipulator (usm) 2 was not working. The customer was unable to perform troubleshooting due to being in the middle of a procedure the customer will hard power cycle after the procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was install onto a golden system where the setup joint (suj) button was not working consistently replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, failure analysis was able to conclude that the axes controller spar circuitboard (acsc) printed circuit assembly (pca) and flat flex cable (ffc) were found to be the root cause of the reported event.